Manufacturer narrative:
(B)(4). Final analysis found an external abrasion at 7.3 cm to 7.8 cm from the connector pin which breached the outer insulation and exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This damage likely contributed to the reported noise. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. No patient symptoms or additional information was reported.